Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a lost sensor alert after receiving a new transmitter. Customer's blood glucose was 400 mg/dl. Customer stated that the wrong transmitter ID was programmed in the pump. Customer treated for their high blood glucose using the pump, but they mentioned that they have been off the pump for a few days. Customer was walked through adding a new transmitter ID. Customer was then asked to reattach to the transmitter and select start new sensor. Customer mentioned that their health care professional was unable to upload their pump to review their data in 2 different states. Customer was transferred for further review.